Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. It was reported the patient is less than (B)(6) . Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.